Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 100 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention sought as a result of blood glucose results obtained with trueresult meter of 800mg/dl. Upon arrival at hospital, blood glucose test performed with hospital meter produced results of 200mg/dl. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 07/19/2017 and open vial date is not verified. Recall test results performed non-fasting from meter memory: 129mg/dl (B)(6) 2015 01:27:00 pm.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 100 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention sought as a result of blood glucose results obtained with trueresult meter of 800mg/dl. Upon arrival at hosp, blood glucose test performed with hosp meter produced results of 200mg/dl. Currently taking medication to manage diabetes. Verified storage of product is not within instructed spec since they are kept in kitchen. Test strip lot MFR's expiration date is 07/19/2017 and open vial date is not verified. Recall test results performed non-fasting from meter memory: 129mg/dl, (B)(6) 2015, 01:27:00 pm;